Manufacturer narrative:
The device was returned for analysis. The reported ¿no suture present when the needle plunger was removed after deployment (cuff miss)¿ was confirmed. A review of the manufacturing records identified no manufacturing nonconformities. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in a right common femoral artery was attempted with three proglide devices using the pre-close technique via a 6f sheath prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment (cuff miss) with all three proglide devices. The sheath was upsized to a sheath greater than 8.5f and the evar procedure was completed. Hemostasis was achieved with cut down surgery. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.